Event description:
It was reported that a homechoice device experienced an unspecified alarm. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown and no alarms were identified during a review of the event history log that would cause or contribute to this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A sample evaluation including a visual inspection, simulated use testing, and functional testing was performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.